Event description:
It was reported that the balloon burst. The 60-70% stenosed target lesion was located in the relatively straight, tortuous left arteriovenous fistula (avf). A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 4atm after a few seconds. The device was removed via the sheath. The procedure was completed with another of the same device. There were no complications and the patient's condition was stable post procedure.